Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number: gd892547. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). Additional information: the registered nurse (rn) would not confirm the consumer report of peritonitis. She stated the patient did not have peritonitis. The rn stated the patient was hospitalized (B)(6) 2012 for weakness due to "side effects of chemotherapy" (sick for a few days, diarrhea, dehydrated). Indication for the chemotherapy was squamous cell carcinoma diagnosed prior to the start of pd therapy. The patient was recovering from weakness due to "side effects of chemotherapy." On (B)(6) 2012, the patient was hospitalized for hypoglycemia and aspiration pneumonia. On (B)(6) 2012, hypoglycemia was resolved and the patient was discharged. The outcome for aspiration pneumonia was unknown. On (B)(6) 2012, the patient died at home. The patient chose to stopped therapy 1-2 days prior to death. The events of hypoglycemia, aspiration pneumonia, and death were not related to any baxter device or disposable part. This event is no longer considered a peritonitis event or related to baxter products. This report is now a duplicate to master report 1416980-2012-02717.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.

Event description:
The following information was provided by global pharmacovigilance (gpv) and is a spontaneous report from a consumer with supplemental information by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex 2.5% therapy. On (B)(6) 2012, the patient's wife contacted homecare services and reported that on (B)(6) 2012, the patient experienced peritonitis. The consumer was unsure of the cause of the peritonitis. Treatment for the event was not reported. The patient was not hospitalized for peritonitis. The patient recovered from the peritonitis.